Event description:
It was reported to gore that the patient underwent laparoscopic paraoesophageal hernia repair on (B)(6) 2019, whereby a gore® dualmesh® plus biomaterial was implanted. It was also reported that the patient underwent an unknown hernia repair on (B)(6) 2024. The complaint alleges that on (B)(6) 2024, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abscesses, adhesions, fistula, infection, mesh migration, obstruction, perforation, recurrence (B)(6) 2019 - laparoscopic robotic hernia repair with mesh and anti-reflux fundoplication according to toupet (B)(6) 2024; (B)(6), md; (B)(6) hospital- laparoscopic reduction and repair of large recurrent, incarcerated paraesophageal hernia with bio-a mesh closure. Gastropexy, and removal of foreign body mesh. Most of stomach migrated up into chest cavity. Hernia sac pulled down, dissected, large mesh defect noted at diaphragm. Mesh removal requiring significant time, scar tissue encountered. Fundus rolled up over esophagus, new mesh secured at diaphragm, modified toupet fundoplication performed. Additional event specific information was not provided.

Manufacturer narrative:
H6: codes b21 / c20 - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2019: (B)(6). (B)(6), md. Operative report. Procedure: esophagogastroduodenoscopy [egd] to duodenal bulb. Multiple random cold forceps gastric biopsies. Preoperative diagnosis: atypical noncardiac chest pain with negative gallbladder ultrasound for abnormalities. Bloating. Postoperative diagnosis: giant paraesophageal hernia with greater than 50% paraesophageal gastric herniation. Mild, nonspecific, diffuse gastritis. Normal esophageal mucosa with mildly irregular z line. Normal duodenal bulb. Anesthesia: monitored anesthesia care with IV [intravenous] propofol. ­ indications: ¿the patient's episodic, atypical, noncardiac chest pain, as well as bloating, secondary to giant paraesophageal hernia with greater than 50% paraesophageal gastric herniation into the chest. The paraesophageal hernia is at high risk for volvulus and strangulation. Mild, nonspecific diffuse gastritis biopsied for helicobacter pylori. Recommendations: surgical repair of the large paraesophageal hernia. Triple therapy for helicobacter pylori if gastric biopsies are positive. Continue acid suppression therapy with ppi daily, currently omeprazole 20 mg daily. No definite indications for recall upper endoscopy pending gastric biopsies.¿ ­ wound classification: not provided. ­ procedure: ¿after obtaining informed consent for upper endoscopy with full discussion of procedure, benefits, limitations and risks, including but not limited to the possibility of causing perforation requiring surgical repair, hemorrhaging possibly with delayed bleeding requiring hospitalization and blood transfusions, sedation side effects requiring reversal, CPR resuscitation, dental injury, aspiration during procedure resulting in pneumonia, missed lesions, including premalignant, malignant, and dysplastic changes, and other infectious complications, the patient was placed on her left side. After placement of the bite block, the patient was sedated under monitored anesthesia care with IV propofol. The patient¿s blood pressure, heart rate and rhythm, respiratory rate, oxygen saturations, and co2 level were continuously monitored the entire extent of the procedure. An olympus video upper endoscope was introduced through the mouth and posterior oropharynx, which was grossly inspected and appeared unremarkable. The proximal esophagus was intubated on direct visualization without difficulty. The scope was then advanced distally to inspect the mucosa. Findings revealed: 1. Mildly tortuous esophagus. Gastroesophageal and squamocolumnar junction z line was mildly irregular at 32 cm with no definite barrett's tissue or any evidence of inflammatory changes, esophagitis, ulcers, mass lesions, or strictures. There was an intermittently seen hiatal hernia measuring 1-2 cm. 2. The scope was introduced past the z line into a large paraesophageal hernia that was difficult to navigate with the scope in order to exit into the gastric body. There were a couple of small, less than 1 cm, sessile, glandular, hyperplastic-appearing, gastric fundus-type polyps. The navigation through the paraesophageal hernia was in a j shape. It appeared that more than 50% of the stomach was herniated into the chest. The scope was introduced into the gastric body and antrum, which were inspected on forward, as well as retroflexed views, revealing the herniation of the stomach into the chest. The pylorus was patent. The gastric mucosa had mild, diffuse edema and erythema. There were no gastric ulcers or mass lesions. The scope could only be introduced part way into the duodenal bulb due to the extreme angulation of the gastric lumen with herniation into the chest. The post-bulbar duodenum was not inspected or visualized. The scope was then withdrawn hack into the stomach where biopsies were obtained within the distal and proximal stomach for pathology and helicobacter pylori staining. There was minimal bleeding after biopsies that resolved spontaneously. Air, as well as pooled secretions were then aspirated out of the stomach, which was dry collapsed prior to withdrawing the scope back up the esophagus, which was re-inspected while suctioning the patient on scope withdrawal. Total procedure time was 8 minutes. The patient tolerated the procedure well. There was no evidence of immediate complications. The patient was stable post-procedure and upon transfer to the recovery area.¿ ¿ (B)(6) 2019: (B)(6) hospital. (B)(6), md. Clinic note. ¿I had the pleasure of seeing (B)(6) in the (B)(6) here at (B)(6) hospital and (B)(6) on (B)(6) 2019. She is a 66-year-old female who presents to the clinic for surgical evaluation of giant paraesophageal hernia. She states that back in (B)(6) she started experiencing increased symptoms of sob [shortness of breath] and intermittent cp [chest pain]. She was evaluated by a cardiologist with a negative cardiac evaluation. Gi [gastrointestinal] evaluation/egd revealed a giant paraesophgeal [sic] hernia with more then [sic] 50% of the stomach herniated in the chest. Gastric biopsies revealed chronic gastritis and negative for hypylori [sic]. Gallbladder ultrasound negative without gallstones. Patient also notes lifelong history of reflux. Symptoms significantly improve with omprazole [sic] daily.¿ impression and plan: ¿mrs. (B)(6) is a 66-year-old female with a history of giant paraesophageal hernia. Indication for surgery and the details of the procedure were discussed including advantages and risks. Patient was given time to ask questions and all were answered to satisfaction. We discussed the procedure of laparoscopic robotic assisted paraesophageal hernia repair with mesh in great detail. Risks and complications, including but not limited to, bleeding, post operative infections, scarring and conversion to an open procedure were discussed with the patient. We discussed having the patient obtain a CT scan prior to surgery, that she would like to have performed at an osh closer to her home. She will meet with anesthesia today for preoperative evaluation. The patient verbalized understanding and agreement with plan. Thank you for allowing us to participate in their care.¿ ¿ (B)(6) 2019: [facility name not provided.] (B)(6), md. Radiology report. Procedure: CT abdomen with contrast. Indication: ¿chest pain, history of paraesophageal hiatal hernia.¿ findings: ¿thyroid gland is within normal limits. No suspicious mediastinal or hilar mass or adenopathy. Thoracic aorta is normal in caliber. No pericardial or pleural effusion. Lung parenchymal windows grossly clear. There is a large paraesophageal hiatal hernia with wall thickening at the ge [gastroesophageal] junction. Fatty infiltration liver. No suspicious liver lesions. Gallbladder, spleen, pancreas within normal limits. Adrenal glands are normal. Both kidneys concentrate and excrete contrast without hydronephrosis nephrolithiasis or ureteral dilatation. Left peripelvic cyst. Aorta is normal in caliber. No retroperitoneal or periaortic mass or adenopathy. Visualized distal bowel is grossly normal. Bony structures are grossly intact.¿ impression: ¿large paraesophageal hiatal hernia in the left hemithorax, with thickening of the wall of the ge junction. If not already performed, endoscopic evaluation would be indicated. Lungs grossly clear. Fatty liver. No acute abnormality in the abdomen.¿ implant preoperative complaints: ¿ (B)(6) 2019: (B)(6) hospital. (B)(6), md. H&p. ¿(B)(6) is a 66-year-old female with a history of a giant paraesopheageal hernia. She states that back in (B)(6) she started experiencing increased symptoms of sob and intermittent cp. She was evaluated by a cardiologist with a negative cardiac evaluation. Gi evaluation/egd revealed a giant paraesophageal [sic] hernia with more then [sic] 50% of the stomach herniated in the chest. Gastric biopsies revealed chronic gastritis and negative for hypylori. Gallbladder ultrasound negative without gallstones. Patient also notes lifelong history of reflux. Symptoms significantly improve with omeprazole [sic] daily.¿ ¿impression and plan: mrs. (B)(6) is a 66-year-old female with a history of giant paraesophageal hernia. Indication for surgery and the details of the procedure were discussed including advantages and risks. Patient was given time to ask questions and all were answered to satisfaction. We discussed the procedure of laparoscopic robotic assisted paraesophageal hernia repair with mesh in great detail. Risks and complications, including but not limited to, bleeding, post operative infections, scarring and conversion to an open procedure were discussed with the patient. The patient verbalized understanding and agreement with plan. Thank you for allowing us to participate in their care.¿ implant procedure: laparoscopic robotic repair with mesh and antireflux fundoplication according to toupet. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp02/not provided, 12cm x 8cm x 1mm thick.] Implant date: (B)(6) 2019 [hospitalization dates (B)(6) 2019] ¿ (B)(6) 2019: (B)(6) hospital. (B)(6), md. Operative report. Assistants: (B)(6), apn, and (B)(6). Preoperative diagnosis: giant paraesophageal hernia with esophagogastric reflux. Postoperative diagnosis: confirmed. Anesthesia: general. Estimated blood loss: 50 cc. Specimens: none. Complications: none. ¿ wound classification: ¿clean.¿ ¿ findings: ¿entire stomach in the chest.¿ ¿ procedure: ¿the patient was brought to the or [operating room] with the plan of performing repair of a gigantic type 4 paraesophageal hernia. The patient had symptoms of gastroesophageal reflux and the workup including endoscopy, CT scan to rule out the presence of a gigantic paraesophageal hernia. After meeting with the patient, discussing the condition, the possible options in the treatment, final consent was obtained for the surgical approach, possibly conducted in a minimally invasive way. Now, the patient was brought to the or. General anesthesia was induced with orotracheal intubation. The patient positioned supine with parted legs. Lower limbs protected with intermittent compression devices. The patient is monitored with EKG, foley catheter, venous line. When the preparation of anesthesia is completed, we are prepping and draping the abdomen in the usual sterile fashion. We started the operation with induction of pneumoperitoneum that is achieved with the veress technique. A needle is placed in the left subcostal space. When the proper pressure is reached, then a 5 mm trocar was placed in the left lateral quadrant. Using a 5 mm scope, we are able to enter into the abdomen and make the first initial exploration. The entire stomach is practically inside the chest. There is also a flap of omentum retracted, and the segment 2 and 3 of the liver are partially covering the area of the hiatus. Now, we are placing trocars to perform the procedure. A set of four 8 mm trocars was placed on a transverse line just 3 inches above the transverse umbilical line. Then, we had 2 assistant ports on both sides of the scope. When the ports are in position, we are adjusting the surgical bed into reverse trendelenburg, and then we are docking the robot. Myself is working at the console as the primary surgeon, and dr. (B)(6) are assisting the procedure with the patient at bedside [sic]. The first step of the operation is using the third arm and retracting the liver exposing the hiatus, and then with the assistance of the laparoscopic instruments, the entire stomach is pulled back inside the abdomen. There was a pretty large hiatus. Using now the monopolar hook, I am starting the dissection along the left pillar of the diaphragm. The connection between the gastric fundus and the left pillar and the hernia sac are divided, and now I am entering into the mediastinum, and the hernia sac is open and the distal esophagus is prepared in front of the aorta respecting the posterior trunk of the vagal nerve. When the dissection is completed on the left side, we are moving on the right side, trying to spare the fibers of the vagus going to the gallbladder. Dissection on the right pillar and also on the right side of the distal esophagus. Dissection is completed placing a penrose around the distal esophagus and the esophagogastric junction is completely detached from the hernia sac and pulled back inside the abdomen. At this point, we are closing the pillar of the diaphragm in order to decrease the opening of the hiatus. Three stitches of prolene 2-0 are used to do that, and when hiatoplasty is completed, we are adding a reinforcement using a gore-tex dual mesh that was tailored precisely around the esophagus and anchored to the pillars with interrupted stitches of prolene. The last step of the operation was the construction of fundoplication according to toupet. A flap of the posterior gastric fundus is brought behind the distal esophagus and then is anchored on the right side and the right pillar and with interrupted stitches of prolene 3-0 and also same stitches on the left side. At this point, the operation is finished. We are reviewing hemostasis, and then we are desufflating the abdomen. The robot was undocked and removed from the surgical field. The cannulas are removed and port sites are closed with interrupted stitches and glue. The patient is stable and in good condition. Blood loss has been minimal, no more than 30 ml. The patient is sent extubated in stable good condition to the recovery room.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may have not been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.